Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra meter would not power on. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged power issue began on an unspecified date about a month prior to contacting lfs. The patient informed the csr that she manages her diabetes with oral medication, diet and exercise and denied making any changes to her usual diabetes management regimen due to the alleged meter issue. However, the patient reported that an unknown time after the alleged issue started she became "dizzy, lightheaded and passed out". The patient claimed that emergency medical services (ems) was contacted for assistance in response to the symptoms and she was treated with glucose on their arrival. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time and that there was no indication of misuse to the device. The csr documented that the correct test strips were being used for testing. The csr confirmed the patient was able to turn the meter on when a new test strip was inserted but was unable to when the power button was pressed. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly was treated for severe hypoglycemia by a health care professional (hcp) after the alleged power issue began.